Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) following the patient's drg system implant procedure, the patient was not able to stand on her legs. Subsequently, the patient was transported to the hospital. Reportedly, no neurological/neurosurgical trauma was identified. The physician suspected functional neurological symptoms. The patient was to go to psycho/neurological rehabilitation as the next course of action.

Manufacturer narrative:
Further investigation identified the patient was implanted with two drg leads. The 2nd lead has been added to the report as device 2.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2018-12098.